Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. An overdischarge was reported. The caller stated that the patient had completed the physician recharge mode (prm) and had been charging for 1 hour and 20 minutes, but the recharger had not moved pass the quarter quartile. The caller reported that the patient had a spinal fusion done and had to wear a bone growth stimulator for 4 hours a day for more than 2 months. They reported that the bone growth stimulator was not kept 18 inches away from their left buttock ins. The caller was instructed to have the patient continue recharging and clear the power on reset (por) as soon as the ins was 25% charged. The caller was redirected to have the patient follow-up with their healthcare professional. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the neurostimulator was last used in (B)(6)2017. The power-on-reset (por) was an error code 0x8. The patient was instructed to charge to 100% and to keep track of battery status. No further complications weren't reported.